Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during post surgery, it was observed that the compact air drive device was blocked. During service and evaluation, it was observed that the tip of the compact air drive device trigger was blocked, jammed and moved heavy. It was further determined that the device failed the following assessments at pretest: check reverse locking mechanism, check for air leak, and check triggers for fwd/rev mode. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.